Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00058: driver.

Event description:
While implanting a 2.3mm distal screw into an aculoc plate, the driver tip broke in the screw head. The tip could not be removed and remains implanted.